Event description:
It was reported that this brady device exhibited loss of capture on the right atrial channel. The device was reprogrammed. This device remains in service. No adverse patient effects were reported. Requests are being performed in order to inquire regarding the model/serial number of the device. However, at this time, no further information is available.